Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 3 reports, regarding 3 devices, for this device family and failure mode. During this same time frame 8,689,690 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0000004. Per the instructions for use, the user is advised the following: these devices should be inspected before each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Broken or significantly bent connector contacts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. Verify that the electrode is fully and securely seated in the handpiece before use. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 130307a, goldline, rocker, holster was being used during a brostrom procedure of the right foot on 3may23 when it was reported ¿during surgery the dr felt a shock while using the pencil, they made sure the patient was grounded and tried again and received the same shock. They switched pencils and then it was fine and proceeded with the surgery¿. The procedure was completed. There was no impact or injury to the patient or user. After further assessment it was found ¿surgeon began case, made incision to lateral right foot and began using electrosurgical cautery pencil. Surgeon noticed a ¿shocking sensation¿ to right hand (approximately 4-5in from cautery site) while supporting medial foot with left hand while operating cautery pencil. Nurse confirmed adequate placement of patient grounding pad. Electrocautery machine did not show mal-function or indicate any issues. New disposable cautery pencil given to trouble shoot problem. No shocking issue or other problem with new disposable cautery pencil. New device had identical ref and lot number as problematic item. Malfunctioning device removed from operative field and secured by cnoic. Surgeon did not notice further injury to self.¿ the reporter amended the assessment to "I just realized I stated surgeon noted ¿shock¿ to wrong hand. He was using cautery pencil with right hand and supporting foot with left. Left hand is where he felt shock which was basically through the foot." There was no burn/injury evident to surgeon. No intervention was required. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The customer reported that the device, 130307a, goldline, rocker, holster was being used during a brostrom procedure of the right foot on (B)(6) 2023 when it was reported ¿during surgery the dr felt a shock while using the pencil, they made sure the patient was grounded and tried again and received the same shock. They switched pencils and then it was fine and proceeded with the surgery¿. The procedure was completed. There was no impact or injury to the patient or user. After further assessment it was found ¿surgeon began case, made incision to lateral right foot and began using electrosurgical cautery pencil. Surgeon noticed a ¿shocking sensation¿ to right hand (approximately 4-5in from cautery site) while supporting medial foot with left hand while operating cautery pencil. Nurse confirmed adequate placement of patient grounding pad. Electrocautery machine did not show mal-function or indicate any issues. New disposable cautery pencil given to trouble shoot problem. No shocking issue or other problem with new disposable cautery pencil. New device had identical ref and lot number as problematic item. Malfunctioning device removed from operative field and secured by cnoic. Surgeon did not notice further injury to self.¿ the reporter amended the assessment to "I just realized I stated surgeon noted ¿shock¿ to wrong hand. He was using cautery pencil with right hand and supporting foot with left. Left hand is where he felt shock which was basically through the foot." There was no burn/injury evident to surgeon. No intervention was required. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.